Event description:
A tah procedure and an appendectomy were performed with no problems noted in 2006. Patient complained of abdominal pain, fever and tachycardia post surgery. An exploratory laparoscopic procedure was performed on the 6th day which discovered the cecum was leaking intestinal fluids at the base of the appendix stump. The surgeon thinks he grabbed to high on the appendix, too close to the large intestine, which may have blanched the intestine resulting in the leak. Device was discarded.